Event description:
Procedure: unk. The cope was inserted through trocar housing and into cannula. A piece of the distal cannula sheath was noticed to have broken off. And the broken piece was resting on the omentum in the surgical cavity. It was removed from the surgical area and there are no pieces left in the cavity.